Event description:
It was reported that the patient was seen in the clinic. The patient had a cha2ds2-vasc of 4 and has been anticoagulated with eliquis (apixaban) in the past for paroxysmal atrial fibrillation and ventricular tachycardia (vt). The patient was previously on sotalol and amiodarone and found to have implantable cardioverter defibrillator (ICD) shocks while not taking medications as prescribed. The patient presented with vt at a rate of 150 bpm status post anti-tachycardia pacing (8 times) which were all unsuccessful. The patient reported feeling fatigued. The patient spontaneously converted back to sinus rhythm with a transition to atrial flutter. The patient was on sotalol when last seen in clinic in (B)(6) 2021. Sotalol was discontinued during an admission in (B)(6) 2022 when the patient had an episode of sustained vt and the patient was then started on amiodarone. The patient was then admitted in (B)(6) 2022 for congestive heart failure and reported that amiodarone was stopped. There was no documentation showing the medication was stopped. It has not been restarted since there was no documentation showing the medication was stopped. It was recommended that the patient be admitted through the emergency department. IV amiodarone was started and electrophysiology was consulted for further recommendations. The patient was admitted for ventricular tachycardia and had an echocardiogram done on (B)(6) 2022 which was comparatively worse than echo done on (B)(6) 2022. The patient was reported to have moderate to severe aortic insufficiency. Upon interrogation of the vad, there were several no external power and replace backup battery alarms. There were no active alarms regarding the backup battery. Log file review showed that the no external power events were from a double power cable disconnect per the patient. The patient was unsure what was happening during the ones on (B)(6) 2022 and the alarms resolved once external power was restored.

Manufacturer narrative:
(B)(6) admission MFR #: 2916596-2022-00312, (B)(6) admission MFR #: 2916596-2022-10975. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted controller event log file showed the pump operating as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient has a history of atrial fibrillation and atrial flutter.